Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 105 mg/dl. The customer states that her insulin pump was not doing anything when she presses the buttons on the insulin pump. The customer states that the time clock is advancing, but the is not correct. The customer said that there is no significant events leading to the keypad issues. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time